Event description:
It was reported by patient's nurse that the patient required medical intervention due to hypoglycemia. The patient's blood glucose levels dropped to 36 mg/dl while wearing the pod longer than 48 hours. Patient had a seizure and paramedics were called to her home and treated her with glucagon and orange juice. Patient was then transported to the hospital by ambulance. Nurse stated patient was hospitalized but did not have details to provide beyond that. Despite good faith attempts to obtain details of patient hospitalization, no further information was provided. This pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.